Manufacturer narrative:
Concomitant medical products - medical product - nexgen stemmed tibial component, nexgen lps- flex femoral component. The following sections could not be completed with the limited information provided. Patient weight - ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the patient underwent a revision due to infection eight (8) days post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 4720502083-1 optipc-s 40 refobn plus bn cmt lot # b602c11480; 00598005702 tibial component stemmed precoat use of this tibial component with legacy; knee - constrained condylar knee (lcck) articulating surfaces requires using lot # 63360632; 00596401652 femoral component option size f right compatible with lps-flex prolong lot # 63463910. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a cemented knee arthroplasty that the patient was revised due to infection (8) days post implantation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
Patient underwent an irrigation and debridement procedure six days post-implantation of knee implant due to infection. Subsequently, patient underwent a second debridement and revision of the poly bearing eight days post-implantation. A revision of all components has been indicated due to infection; however, no revision procedure has been reported to date.